Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci operative laparoscopy, total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, bilateral ureterolysis, enterolysis, bilateral pelvic lymphadenectomies and cystoscopy for pelvic mass (rule out ovarian carcinoma), probable endometrial carcinoma on (B)(6) 2012. Intuitive surgical, inc (isi) was provided with the operative report. Additional information provided includes: death certificate of the county of santa clara of (B)(6) 2012, death summary of (B)(6) 2012, letter to clear patient for surgery of (B)(6) 2012, and a report of transthoracic echocardiogram of (B)(6) 2012. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. Based on the operative report, intra-operatively, an extensive retroperitoneal fibrosis was found. Also, there was extensive truncal obesity. Intra-abdominally, there were extensive amount of pelvic adhesions, particularly along the left pelvic sidewall. The operative report states that this procedure required substantially increased amount of work than typically required due to the patients body habitus and extensive pelvic inflammatory condition/adhesive disease which greatly increased the technical difficulty of the procedure. The death summary of (B)(6) 2012 states that the patient returned to the hospital emergency room after primary surgical procedure with an acute abdomen with perforation of the rectum and peritonitis. Hence, she underwent a partial proctectomy and then an ileostomy done on (B)(6) 2012. The patient presented with a complicated postoperative course with candidemia, acute renal failure and multisystem organ failure and deceased on (B)(6) 2012.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complications experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient experienced post-operative complications after undergoing a da vinci si surgical procedure and subsequently passed away.